Event description:
It was reported via repair work order that the a/c power cord sheathing was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.